Event description:
A consumer reports that near vision did not improve following bilateral intraocular lens (iol) implants. In a follow up, the surgeon reports the outcome of event for the pt as "excellent" and in his opinion, the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/09/2008 and 07/17/2008 by phone, fax, and mail. A completed questionnaire was received on 7/23/2008.